Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) stopped performing properly for the patient because the urethra atrophied. The aus was cycling properly. The patient underwent surgery and the cuff was replaced with a smaller size. The surgery was successfully completed. There were no further patient complications.